Manufacturer narrative:
The product was not returned to for inspection. Technical assistance center (tac) provided remote troubleshooting. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited black on one of the contacts in the socket / buildup. There was no patient involvement.